Event description:
It was reported that the catheter was being placed into the patient's femoral artery. After the intra-aortic balloon (iab) was inserted, there was an absence of the pressure signal on the monitor. As a result, another balloon was opened and inserted. There was a delay in treatment with no harm to the patient, no patient death and no patient complications reported. The patient outcome was fine. Reference MDR #1219856-2011-00287 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.